Manufacturer narrative:
The illuminator ¿ table top and lamp were received for evaluation. A visual assessment of the returned samples did not find any obvious visual nonconformity. The returned lamp was installed into the returned illuminator ¿ table top, which was then installed into a known good system. There were no system messages generated upon boot-up. The sample was then tested and found to meet company specifications the sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 6, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records in the did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported can be attributed to a nonconforming illuminator ¿ table top. However, how and when the illuminator became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system's light bulb needed replacement. The case was completed without patient harm. Additional information has been requested.